Event description:
The customer reported that the 840 ventilator stopped cycling. There was no pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone and recommended running the ground isolation check, extended self-test (est), short self-test (sst) and to perform verification test (pvt) and exercise vent for 48 hours. Covidien was not authorized to repair the unit.

Manufacturer narrative:
(B)(4).